Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse manager reported an internal dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The nurse manager reported a break in the filter during a patient's dialysis treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred an hour and a half after initiation of hemodialysis treatment. It was reported blood was visually observed from the dialyzer membranes. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert as treatment was stopped immediately after visual observation of the blood leak within the dialyzer housing. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies and completed treatment using a different machine. The estimated blood loss was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager reported an internal dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The nurse manager reported a break in the filter during a patient's dialysis treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred an hour and a half after initiation of hemodialysis treatment. It was reported blood was visually observed from the dialyzer membranes. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert as treatment was stopped immediately after visual observation of the blood leak within the dialyzer housing. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies and completed treatment using a different machine. The estimated blood loss was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was no longer available to be returned for manufacturer evaluation.